Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported bard powerpicc solo catheter inserted (B)(6) 2019. Securacath used. It was stated a split found in the PICC line (B)(6) 2020 by the oncology staff, external length 10cm, hole was 9cm internally from exit site. Removed from the patient.